Event description:
A tandem mobi cartridge alarm was reported by the customer, which occurred during the load process of the pump. There was no adverse impact to the customer's blood glucose level. The customer loaded a new cartridge on the pump before contacting technical support and successfully resumed insulin administration. The customer requested a replacement cartridge, and technical support arranged to send a replacement and closed the case.